Event description:
It was reported that a patient underwent a pancreaticoduodenectomy procedure on (B)(6) 2022 and barbed suture was used. After opening the package, it was found that there was no fixation tab and the suture came off. The complaint product was not used for the surgery and another product was used for wound closure. There were no adverse consequences to the patient. No further information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one open sample that pertain to the product code (B)(4). Upon initial inspection it was noted body fluids on the foil packet, winding former and needle-suture combination. The needle-suture was visually inspected, and the swage and attachment area was as expected. No pull off was observed. The suture was examined, body fluids at some barbs were found and the sides of the fixation tab were broken. In addition, the functional test was performed using instron equipment and the pull force result was above the minimum requirements. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.